Event description:
It was reported that leakage occurred before use with a bd plastipak¿ 20 ml syringe . The following information was provided by the initial reporter, "20ml syringe leaks past rubber stopper."

Manufacturer narrative:
H.6. Investigation summary: two samples were retuned to our quality engineer for investigation. Through visual inspection, a leakage is observed between the stopper ribs on the used sample. The product was disassembled for additional evaluation, the stopper is properly assembled to the plunger and no damage was identified that could have resulted in the leak identified. A device history review was performed for the reported lot 1901302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The unused product that was returned was used to conduct leakage testing. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred before use with a bd plastipak¿ 20 ml syringe . The following information was provided by the initial reporter, "20 ml syringe leaks past rubber stopper."